Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The trail is chipped in several places. The device has several scratches and gouges as well. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported during a filed inspection that a g2 c/r art tr sz1-2 11mm is chipped and worn out. No patient involved.